Event description:
Pt sustained 2nd degree burn from linvatec traction tower during surgery. Tower was flashed, allowed to cool approx 21 mins and felt only slightly warm to touch to surgeon and ort prior to use.